Event description:
It was reported that the pt experienced an underinfusion. The expected residual pump volume was 9.1 ml. The actual residual pump volume was 21 ml. This event followed a reported pt fall, at an unk time/date. The pt experienced increased spasticity. It was not known if the spasticity began before or after the pt's fall. The pt had flu-like symptoms and suggested that this could have been the cause of the increased spasticity. The pt's health care provided (hcp) suspected that the spasticity was due to a slight withdrawal from the drugs in the pt's pump. The pt had morphine and baclofen in the pump. No info was provided related to the concentration or dosage of the medication used in the pt's pump. A rotor study was performed with "normal functioning" found. A catheter dye study was attempted but it was not possible to aspirate from the pt's catheter. No further details, pt symptoms or outcome were provided. Add'l info was requested but not received at the time of this report. A follow up report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).